Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that following vns lead revision surgery the patient developed an infection at the incision site. The infection was treated and no vns devices were removed due to the infection. Device history record was reviewed and it was confirmed that the lead (and generator) was sterilized prior to distribution, and no unresolved nonconformances were identified prior to distribution. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.